Manufacturer narrative:
Reported event: no power output. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the colon during a colonoscopy procedure. According to the complainant, the generator was not able to produce electricity while the user was trying to cauterize a polyp. This occurred in the monopolar ¿blend¿ mode at 15 watts, but the generator was reportedly working properly in other modes. No error codes were reported, and it was confirmed that proper grounding techniques were employed. The device was used successfully before this event. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.